Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, and h10. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing and that it met specifications at the time of shipping. It is likely that an external force was applied to the distal end of the device to cause the issue observed. The instructions for use includes the following statements which can prevent the issue from happening: important information ¿ please read before use. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.

Manufacturer narrative:
Additional information is not yet available for this event. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Device manufacture date is not known. Upon inspection, it was observed that the distal end probe unit pink rubber was flappy and lifting. There is also a peeling of the light guide lens and objective lens cement. Leaking was observed from the air/water inlet and distal end glue. The user¿s complaint of leaking was confirmed. There was also noted six broken elements of the ultrasound image. Control knob movement has some play.

Event description:
As reported for this event, during reprocessing there was a leak observed for the device. There is no patient involvement and no harm reported to any patient.